Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the right side of the foot section was bent, which confirmed the original complaint issue. Horseshoe of frame is twisted. However, the underlying cause could not be determined.

Event description:
Provider states the right side of the foot section (spring deck portion that raises and lowers) is bent.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Provider states the right side of the foot section (spring deck portion that raises and lowers) is bent.